Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the drill bit broke off into patient acetabulum. Surgical delay was unknown. The product was returned to medtech orthopaedics for evaluation. Visual examination of returned device revealed the tip broken from quickset 1pc flex drill bit 25. Broken fragment was not returned for evaluation. No additional damage was found on device surface. Breakage was consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. With information provided, there is no certainty if the fracture portion was embedded into the patient's bone. Therefore, this reported condition cannot be confirmed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the quickset 1pc flex drill bit 25 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit broke off into patient acetabulum. A slight surgical delay of unknown time was noted. Bit tip was left in patient bone.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.